Event description:
A malfunction was reported on the pump. There was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support in resetting the pump, and the issue was resolved without recurrence. The customer was advised to continue using the pump and to contact support again if the malfunction reoccurred.